Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. However, based on the results of the investigation, those events were not reproduced, thus was not possible to presume the cause. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an inspection for use for a therapeutic unknown procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image appear even when the camera head was inserted. When the power was turned off the green/white balance completion lamp and power lamp did not go out. The issue occurred during an unknown event. There were no reports of patient harm.